Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in resetting it. The issue did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if the malfunction code appeared again.